Event description:
A (B)(6) male patient contacted zoll customer support to report check therapy messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon evaluation, the belt failed incoming functional testing. The rear pulse wires had cold solder joints. The cause of the check therapy pad messages and failed functional testing was the cold solder joint at the rear pulse wires. The root cause of the cold solder joints was unable to be positively determined, but was likely an assembly error. No adverse event resulted from the cold solder joints. The patient received a replacement electrode belt.